Event description:
It was reported to philips that the movements of the allura device were unavailable. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system¿s ¿geometry movement not working¿. Review of the log file showed geometry pc communication errors, which confirmed the malfunction of the system. The fse refitted all parts. After refitting, the system was returned to use in good working order. The codes were updated based on the investigation outcome.